Event description:
Adult female complained of left back pain after an ablation procedure for atrial flutter. After her procedure, a superficial wound was documented by nursing staff and zinc ointment and a dressing were placed. Ten days after the procedure the patient sent a picture of her wound via the electronic health record. She was referred to the emergency department after her follow-up visit and ongoing wound care was scheduled for the full-thickness burn. The likely cause is the grounding electrode pad was not fully adhered to the patient¿s skin during the ablation procedure. Since we did not save the grounding electrode pad, we are unable to identify if there was a defect in the pad. There was no other indication during the ablation procedure that there was an issue with the grounding electrode pad.